Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 680 mg/dl. The customer had stomach pain, legs were hurting, and they were vomiting. The caller stated that the customer had high blood glucose for several days but lied to parents about it. The caller - the customer's father - was performing the troubleshooting for the insulin pump. The drive support cap was recessed. The date and the time were programmed incorrectly. Assistance was provided with correction. In the alarm history found no delivery alert. The high pressure test passed. The caller was not at the hospital with the customer so they could not check for occlusion and bent cannula, or for site issues. It was also noted that the meter blood glucose reading did not match the bolus blood glucose reading. Nothing further was reported.